Manufacturer narrative:
In addition to the finding in b5, the evaluation also found the following: due to the wear of the scope cover packing, water tightness was lost. The air/water cylinder had no color. The scope cylinder had no color. Due to the wear of the angle wire, the bending angle in the down direction did not meet the standard value. The cover of the light guide bundle was damaged. The adhesive on the bending section cover had a crack. The connecting tube had a scratch. The universal cord had peeling coating. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. Upon inspection of the returned device, it was observed that the air/water tube and cylinder had foreign material. This report is being submitted for the event found during the evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the adhesion of the material to the a/w cylinder and a/w channel were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from s-cover packing. There was no report that the device was used for procedure while the event occurred. The customer was advised to reach out to olympus about any leakage or damage issue as well as further re-training on reprocessing steps, as needed. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.